Event description:
The user alleges that the cuff of the r.s.t. Endotracheal tube was inflated with 5 to 7 cc's of air. The cuff was allegedly asymmetric and herniated over the murphy eye of the tube partially obstructing the tube tip. The endotracheal tube was removed and replaced with a non-reinforced tube and there was no pt compromise.